Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the gas springs were frozen and could not be moved. The technician replaced the gas springs to repair the bed.